Event description:
End user states while making her bed the comforter caught on the joystick and she drove into the side of the bed. End user was not wearing the seat belt.

Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected as the end user states while making her bed the comforter caught on the joystick and she drove into the side of the bed. However, the investigation is in progress and a follow up report will be submitted if anything changes.